Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history was not provided for review. Current information is insufficient to permit a conclusion as to the cause of the event. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. Product location unknown.

Event description:
Patient underwent an oral bone grafting procedure. Subsequently, the patient underwent a periodontal procedure due to non-integration, infection, bone loss, non-healing wound and gingivitis.

Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information. This device is manufactured by zimmer biomet (B)(4) and is not cleared for distribution in the u.s.; however, this report is being filed as zimmer biomet in u.s. Manufactures a similar product under 510k number k110449. (B)(4).